Event description:
It was reported that the autopulse platform displayed a user advisory (ua) 12 (lifeband not present) message upon power up. It was also reported that the front case was damaged. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.